Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: we have received the pfna-ii blade for investigation; visually there are no marks of use on this blade. The provided functional test showed no failure. The blade could be locked and completely dissolved like it should be. The pfna-ii blade is supplied in a locked state. While attaching the pfna-ii blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on e impactor) into the end of the pfna-ii blade to unlock the blade. Push the pfna-ii blade gently towards the impactor while attaching the pfna-ii blade. Do not overtighten. Important: the tip of the pfna-ii blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna-ii blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna-ii blade. The blade could be locked and completely dissolved like it should be. No manufacturing related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the surgeon had difficulty turning the blade counterclockwise (direction for the mark ¿attach¿ on the impactor) to attach it on the impactor. Eventually, the surgeon used another blade to complete the surgery since he considered the incident unusual. The surgery was completed with a few minutes delay, but the specific length of the delay is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product code: hwc. The 10(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.